Manufacturer narrative:
Fowler motor assembly. Micro-switch out-of-adjustment.

Event description:
It was reported by service report that the bed goes up and down by itself. No patient involvement or adverse consequences are reported.